Manufacturer narrative:
Returned device was received in poor physical condition. The top case was cracked by the handle with chipped corners. Evidence of reported problem in event log was found. During the evaluation of the device, the syringe plunger sensor value was stuck on false. It was found that there was impact damage that knocked the q1 chip was knocked off the plunger board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with sensor failure. There were no reported adverse events.